Event description:
It was reported to philips that the shutters were unavailable, which could impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device clinical information is unknown due to insufficient information. The field service engineer (fse) conducted an onsite visit and verified that the system was unable to emit x-rays. Review of the system log file confirmed the reported malfunction. Upon troubleshooting and diagnostic procedures, the field service engineer (fse) determined that the collimator was faulty and not operating correctly. To resolve the problem, the collimator was replaced and return part for further analysis that failure confirmed for wedge, main shutter x, main shutter y, xdc board. After collimator was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.